Event description:
Healthcare professional (hcp) reported home pt (hp) was diagnosed with an exit site infection on 1/12/98. The hp was treated outpatient with po antibiotics. On 1/19/98, hcp discovered hp had not been wearing a mask or capping off pt connector of homechoice set between connections for apd therapy. Hcp states it is possible exit site is attributed to user error.